Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon reviewing merlin.net transmission, low and out of range pacing impedance was observed on the right atrial lead for the last two days. Programming change was made. The patient was stable and will continue to be monitored.